Event description:
The carers used the tempo lift, and the client was heavier than the safe working load, which made the device tip during use. Carer had minor injury, client had no injury. Ref MFR report 9681684-2013-00060.